Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient, diagnosed with uremia, required long-term hemodialysis. A vascular access was established via arteriovenous fistula formation, which was not yet mature. Therefore, a chronic catheter was implanted. The chronic catheter's external packaging was inspected prior to use and found to be intact. Upon opening the packaging, the catheter's appearance was normal, and the insertion procedure was performed according to protocol. Post-implantation, a crack was discovered in the catheter tip and the catheter hub, resulting in minor blood leakage during initiation of dialysis, which was presumed to be the product cause. A tego was not utilized. The insertion site was not treated with anything prior to product placement. The initial response involved therapeutic intervention that was initiated on the same day, involving catheter tip and hub replacement. The resolution of the event was on the same day; the catheter was repaired, and the manufacturer was contacted to investigate the cause. It impacted the patient by prolonging the treatment duration. There was an unspecified amount of blood loss. There was no reported patient outcome.